Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The clamping mechanism was deformed. The jaws were open. Staple pushers were visible. The distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was missing on the both sides of the jaws. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that the device was partially fired and there was an excessive load detected during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4k1927y sigadaptxl - sig power sigadaptxl linear xl adapter sigphandle -sig power sigphandle handle sigpshell - sig power sigpshell control shell, lot# n4g1635y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4l0647 sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4k2169y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4k1927y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon fired two purple reinforced reloads, however both reloads partially fired and showed an error message saying to open the jaws. The whole device was then changed and the issue was resolved. The surgical time was extended by 15-20 minutes due to the issue. There was no patient injury.